Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was 125 mg/dl. The customer stated that they changed the battery but kept on saying replaced battery alarm. Customer states the display was not blank less than 30 seconds and did not return. The customer stated that the display is blank currently. The contact on the battery cap were neither missing nor damaged. The battery compartment and spring was neither damaged nor corroded. Customer stated that the insert battery alarm did not display on the insulin pump screen. Display did not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.